Event description:
While performing an electrical test on the bed, the technician found the ground resistance reading was high.

Manufacturer narrative:
The technician replaced the plug on the ac power cord to repair the bed.